Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reportswere submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. When reviewing similar reportable events for all devices in the market and over a period of five years, we have found a number of cases that may relate to the issue investigated here. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is low. The overall occurrence rate for the incidents where spreader bar detachment from lifting arm of minstrel passive floor lift was reported is currently decreasing. It was reported to arjohuntleigh that during transfer of patient/resident (female, 90 years, weight: 48 kg) utilizing minstrel passive floor lift from wheelchair to bed, scale and spreader bar detached. The patient was already placed in bed so she did not sustain any injuries. After the described event, the device was inspected by an arjohuntleigh representative. The lift was found in poor general condition - scratches on metal components and peeling off material found. The expected operational life time of minstrel passive floor lift is ten (10) years. The device has reached its intended and labelled lifetime of ten years in march 2015. This means that the device has been in use beyond this period of time indicated by the manufacturer for over a year. The age of the involved device points out that its operational lifetime was already exceeded. The device history has been reviewed and it was found that the single field corrective action that this device was involved in was fsn 002-2012 (providing a bulletin to the customer) which has as only action point to explicitly identify that the device lifetime as being limited to 10 years on condition that that the device is being maintained correctly. It should be also emphasized that as with all of our devices and their components, care must be practiced so as to preserve the quality and life of the device and its components. In accordance to instruction for use, that is attached with each minstrel device, before every use the inspection of the spreader bar for a damages or cracks should be conducted by the user. Please note that the instruction for use available with the device clearly instruct the customer: care of your minstrel, that: "the following checks should be carried out daily: warning: check that all external fittings are secure and that all screws and nuts are tight." What is more: "a general visual inspection of all external parts should be carried out, and all functions should be tested for correct operation, to ensure that no adverse damage has occurred during use". Looking at the incident scenario, the device was being used at the time of the event and played a role in the reported incident as the spreader bar detachment took place. There was spreader bar deficiency found during inspection of the lift and from that perspective the system was not up to specification at the time of the incident.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reportswere submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh has become aware of the customer complaint where it was indicated that after the patient's transfer using an passive lift (minstrel) the spreader bar came off the lift arm. The bolt holding the spreader bar with the lifting arm detached while the resident was already position in the bed. Fortunately nor patient fall nor injury was reported. The lift device was manufactured in march 2005 what means that has been used for above 11 years. Complaint decided to be reportable in abundance of caution, based on the potential of patient injury if the incident would to reoccur during the transfer.